Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing impedance measurements, and rv threshold measurements were also intermittently high. The patient was checked in the dlnlc and it was noted that there was an rv lead safety switch (lss), then rv noise, oversenslng. And pacing inhibition with pauses of two to three seconds were observed. The patient had experienced syncope. The device was therefore reprogrammed. No additional adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).